Manufacturer narrative:
A correlation between the device and the report of stroke and death could not be conclusively determined. Stroke and death are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to a spontaneous intracranial bleed. Anticoagulation was reportedly within target values at the time of the outcome and the device worked as expected. No further information was provided.